Manufacturer narrative:
The product identity was confirmed in the evaluation. The device history record was reviewed and no deviations were found. The entire construct was returned. Some of the screws (identified during this product evaluation) were loose and some of the screws remained locked into the plates. The screws that remained locked are likely the ones that pulled through the patient¿s bone. There was one additional plate identified in this product evaluation (73-2622) that was used in addition to the sl360 construct which was identified during this product evaluation. All three bands have pulled through the locking mechanism. On all three, the cam has been actuated and remains locked. The parts were measured for features critical to the locking of the band. The parts were found to be within specification. The complaint was confirmed as the bands had all slipped out of the locking mechanism. The sales rep stated that the patient used his upper body to prop himself up. The most likely underlying cause of the complaint was determined to be excessive force applied to the implant, due to patient activity. There are no indications of manufacturing defects. The instructions for use states, ¿the patient is to be instructed in the use of external supports and braces that are intended to immobilize the site of the fracture or other non-union and limit load bearing. The patient is to be made fully aware and warned that the device does not replace normal healthy bone, and that the device can break, bend or be damaged as a result of stress, activity, load bearing or inadequate bone healing.¿ this is report one of four for the same event. Reports two, three, and four are reported on MFR #: 0001032347-2017-00066, 0001032347-2017-00331, and 0001032347-2017-00332.

Manufacturer narrative:
The sales associate stated he doesn't believe the post-operative instructions were followed by the patient. The sales associate stated he was told that the patient was using his upper body to prop himself up. The warnings in the package insert state this type of event can occur. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported by a sales associate that a revision of a sternalock 360 took place because all three bands came unlocked from the locking mechanism on the right side. The sales associate stated he doesn't believe the post-operative instructions were followed by the patient. The sales associate stated he was told that the patient was using his upper body to prop himself up. It is reported during the revision surgery the surgeon closed the patient with traditional sternal wires.